Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported sheath accordioned at the transition of dilator and sheath. Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire for analysis. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed the guide wire was kinked in two locations. The distal j-bend appeared to be normally shaped. Microscopic examination confirmed the damage and revealed that the proximal and distal welds were secure and intact. The kinks in the guide wire measured 240mm and 271mm from the proximal weld. The guide wire total length measured 456mm which is within the specification limits of 450mm-458mm per the guide wire graphic. The guide wire outer diameter measured .850mm which is within the specification limits of .838mm-.877mm per the guide wire graphic. The guide wire was passed through a lab inventory ars/introducer needle subassembly. Minor resistance was encountered due to the kinking; however, the guide wire was able to pass completely through the ars/introducer needle. Performed per IFU statement "raise your thumb and pull arrow advancer approximately 4 - 8 cm away from syringe. Lower thumb onto arrow advancer and while maintaining a firm grip on spring-wire guide, push assembly into syringe barrel to further advance spring-wire guide. Continue until spring-wire guide reaches desired depth". A manual tug test confirmed that the proximal and distal welds were secure and intact. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire, dilator, or sheath. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked in two locations. Despite this, the guide wire met all relevant dimensional and functional requirements. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported sheath accordioned at the transition of dilator and sheath. Additional information was requested, but not available at the time of this report.